Manufacturer narrative:
(B)(4). Review of CT's 4- ½ years post-implant revealed that the endurant bifurcate was positioned 1cm below the renals. The proximal stent graft od measured 36mm and there was lack of proximal stent graft apposition primarily on the left lateral aortic wall; the aortic neck diameter at that location was 40mm. The ipsi limb was placed into the right common iliac artery, and the contra limb was within the left common iliac. The max diameter aaa was 4.8cm and there was a proximal type I endoleak. Both limbs were patent. No other stent graft issues were observed. Review of 2 still angio images during an intervention confirmed that contrast was seen outside the proximal left side of the bifurcate. It could not be determined if the contrast was within the aaa sac and if the endoleak could be pressurizing the sac. Both limbs were patent and no other obvious issues were observed. Images post-intervention were not provided. The exact cause of the proximal type I endoleak could not be determined from the images provided. Pre-implant and earlier post-implant images were not available for return and comparison. There is currently lack of radial apposition at the proximal seal. It is possible that disease progression due to neck dilatation may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for a follow up appointment. The physician noted that the patient had developed a proximal type I endoleak due to disease progression. An angiogram was performed and the physician indicated that the type ia endoleak is not filling the aneurysm sac. No treatment is planned and the patient is being monitored by the physician. No clinical sequelae were reported and the patient is fine.